Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced low flow alarms and concomitant sudden power drop below normal operating range from the pump and this led to hospitalization. The patient was asymptomatic, but the transesophageal echo (tee) confirmed a thrombosis of the inflow cannula. A pump exchange was performed, during the operation, numerous thrombi were removed including mobile thrombi in the left ventricle. The intra and post-operative periods were without complications. "The patient is well, but the follow-up post-implant is required". No additional information provided.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed two instances of sudden decreases in flow as well as 100 low flow alarms logged since (B)(6) 2016. Analysis of the device revealed that the device met specifications; the device passed functional testing, dimensional verification, and visual inspection. Independent pathology report did not reveal any evidence of thrombus within the pump. A site report detailed numerous thrombi were removed during pump explant. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate was the reported numerous thrombi removed during explant. The most likely root cause of the inadequate flow rate was the reported numerous thrombi removed during explant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.